Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: product ID: 6935m62, serial#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Three days post implant it was reported that the right ventricular (rv) lead triggered an alert for high rv bipolar impedance and for high rvtip to rvcoil impedances. Some sic (sensing integrity counter) and short v-v intervals were noted. The patient was brought into the office and there were impedance spikes when the patient did stretches, sitting down and standing up. An x-ray of the header of the implantable cardioverter defibrillator (ICD) showed the pin all the way inserted. The following month the pocket was reopened and upon doing a tug test on the rv lead the lead pulled out of the header, even though the set screw did not seem loose. The pin of the rv lead was reinserted into the ICD header and the set screw was retightened. A tug test indicated the connector pin was firmly fixed. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.